Event description:
Pt said ibgstar meter readings were higher compared to other meter. Contour usb value 130 mg/dl, ibgstar value 170 mg/dl. When pt injected according to value of ibgstar, he developed hypoglycemia. Pt was not hospitalized.

Manufacturer narrative:
Meter requested from customer. This report will be updated if add'l info becomes available.